Manufacturer narrative:
The axium coil was returned for evaluation inside of a cardboard fed ex shipping box and within a ziploc bag. Although no relevant procedural video was provided, the customer provided an image of the device packaging label as well as an image of a detached implant coil within a ziploc bag. The axium coil was found to be partially within the dispenser track after removal from the opened axium coil inner pouch. During evaluation the axium coil was removed from the dispenser track. The axium pushwire was found to be broken on its proximal end with a broken release wire extending out from the broken proximal end for the length of approximately 3.0mm. The axium pushwire was found to be bent at approximately 0.5cm from the proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The implant coil was found to be detached from the pushwire when viewed within the introducer sheath. The pushwire was advanced out from the introducer sheath for further evaluation. Under the microscope, the coin was not found to be located against the lumen stop, and the shield coil was found to be present. The axium implant coil was found to be damaged and stretched with the polypropylene filament still attached to the detach element within the stretched implant coil. All other subassemblies appeared to be normal and no other anomalies were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the procedure the coil was filled and found to be unable to fully the enter the aneurysm. The coil was then withdrawn after which it was found that the coil had been rotated with coil stretch/kink/damage noted. Detachment was also seen by the physician at the time of the event. The patient was undergoing surgery to treat an unruptured dissecting aneurysm in the left vertebral artery. The morphology was amorphous with a max diameter of 7mm and neck diameter of 3mm with a minimal vessel tortuosity. The issue occurred in the process of occluding the left vertebral artery dissection aneurysm with the stent used to assist the embolization. It is unknown of there was any friction during testing or delivery. A continuous flush was administered during the procedure. The devices were prepared as indicated per the IFU and there were no further issues after replacing the coil. The cause of the issue was unknown. There were no related patient symptoms.